Event description:
The rep. Reported that the doctor placed a statlock on a patient. The patient had good skin turgor and was not confused. The patient reached up to scratch their nose and the product broke apart, which they felt caused the catheter to dislodge and bleeding. The doctor was at the bedside to immediatelly stop the bleeding or this could have caused a more dangerous outcome. No injury reported.